Manufacturer narrative:
On (B)(6) 2017 the lens was repositioned according to re-calculation results. The patient is happy, the problem is resolved. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4) conclusion code:off-label use [anterior endothelium chamber depth < 3.0mm (2.82mm)]. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, diopter -1.5/+3.0/090 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. Approximately two months after recovery, patient was hit in the eye by a child. The patient's vision worsened and patient began to experience refractive surprise. Physician repositioned the lens twice which did not resolve the issue. As of the date of MDR reporting the lens remains implanted. Surgeon plans to do another reposition after consulting with the medical affairs tem